Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm alarm due to erased history file. Insulin pump had minor scratches on display window and cracked reservoir tube lip.

Event description:
It was reported by the customer's mother that the customer had a motor error alarm on her insulin pump. The customer's blood glucose level was 237 mg/dl. Insulin pump will need to be replaced. No additional information provided.